Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 8598a serial# (B)(4) implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter; ubd: 01-jun-2013, UDI#: (B)(4). Product ID 8731sc serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type catheter; ubd: 15-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of fentanyl at 370.0 mcg/day, 30 mg/ml of bupivacaine at 5.549 mg/day, and 800 mcg/ml of baclofen at 147.98 mcg/day, via an implantable pump for spinal pain. It was reported the patient¿s pump and catheter were being replaced (B)(6) 2018 due to normal battery depletion and the physician was unable to locate the existing 8731 catheter tip. The rep inquired how to ligate the existing proximal catheter piece. Technical services reviewed ligating the existing catheter per the rep¿s inquiries. No medical symptoms were reported. Additional information was received later in the day. It was reported a new catheter was utilized and everything seemed fine after the replacement. The hcp was able to aspirate the catheter with the existing catheter issue; however, the fluid was ¿bubbly and strange¿ and they could not locate the catheter tip via the catheter dye study. It was reviewed that the doctor was experienced and thought maybe the catheter may have, somehow, been pulled down. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018. It was confirmed the doctor was trying to find the tip of the 8598a model catheter (previously reported as the 8731 model catheter). The rep and the healthcare provider (hcp) were unable to find the catheter tip, even with omnipaque dye. Both catheters (the 8598a and 8731sc) were revised on (B)(6) 2018. The 8731sc was partially removed and ligated. A new catheter was implanted during the revision. It was reported the physician did not want to have anything analyzed. Both previously revised catheters remain in the body, inactive. Therefore, the devices would not be returned for analysis. The patient's weight was asked, but unknown. It was indicated the information had been confirmed with the physician/account.